Manufacturer narrative:
E1 phone number: (B)(6). B3. Date of event: unknown. No information has been provided to date. D4. Lot number, expiration date, UDI, and h4. Manufacture dates are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per reporter a critically ill patient arrived and staff emergently needed to transition her onto meds. It was reported that the luer lock broke during an attempt to screw on the chicken foot that was primed. Reporter stated there was a delay in care and medication while a new connector was prepped to connect the meds. Per reporter a patient death occurred, but no further details about the incident are available. A clinical review is in progress.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. A picture was provided with the complaint but was later confirmed to not be related to the reported issue. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.